Event description:
It was reported that the device had early eri (elective replacement indicator) and the longevity is less than expected for programmed values compared with published specification. It was noted that the device was programmed at high output for the lv (left ventricular) lead and had been programmed to right ventricle pacing only in (B)(6) 2010, as the lead was no longer capturing. The device was explanted and replaced. It was also reported that a lv revision was attempted at changeout; however, there was too much scar tissue to place the sheath and the lead would not budge using a wire so the physician decided to cap the lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data collected from the device was analyzed. Battery depletion was indicated as the time of recommended replacement time in save to disk occurred on (B)(6) 2011, device rrt<=2.62 volt. The weekly battery voltage trend data shows min bat=2.64 to 2.62 volts between (B)(6) 2012. Two patient alerts for low battery voltage on (B)(6) 2012 02:15:05 and (b)(5) 2012 02:15:05.